Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no p waves, occasional dropped beats and possible far field r-wave (ffrw) over-sensing at the next day post-implant check. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.